Event description:
It was reported that the spinal cord stimulation (scs) patient experienced inadequate stimulation. High impedances were observed on the scs leads. The patient underwent a procedure where the leads were removed and replaced. Post-operatively, the patient was stable. Some days after the procedure, the patient reported feeling numbness and pain in her right foot. The physician is unsure what this is due to. The physician applied a pain patch on the patients ankle and the patient immediately felt the pain relieved in that area. The physician is hopeful that the symptoms will eventually get better and will continue to monitor the patient. The scs therapy is working in the areas that it is targeting.

Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: linear st, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 15838743 . Brand name: linear st, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced inadequate stimulation. High impedances were observed on the scs leads. The patient underwent a procedure where the leads were removed and replaced. Post-operatively, the patient was stable. Some days after the procedure, the patient reported feeling numbness and pain in her right foot. The physician is unsure what this is due to. The physician applied a pain patch on the patients ankle and the patient immediately felt the pain relieved in that area. The physician is hopeful that the symptoms will eventually get better and will continue to monitor the patient. The scs therapy is working in the areas that it is targeting.

Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: linear st, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 15838743. Brand name: linear st, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7073061. Brand name: linear 3-6, upn: m365sc2366500, model: sc-2366-50, serial: (B)(6), batch: 7070444. Leads sc-2218-50, s/n (B)(6) and sc-2218-50, s/n (B)(6) were disposed by the hospital and were not returned for analysis, therefore, a physical analysis has not been conducted in our laboratory. Lead sc-2218-50, s/n (B)(6) : visual inspection revealed that the lead was cleanly cut into two pieces from the distal end of the lead. The clean cut damage is a result of a typical explant procedure, and it is not considered a failure. An electrical test could not be performed due to the cut lead body. No other anomalies were identified on the returned portion of the lead. Lead sc-2366-50 s/n (B)(6) : visual inspection revealed that the lead was cleanly cut into two pieces from the distal end of the lead. The clean cut damage is a result of a typical explant procedure, and it is not considered a failure. An electrical test could not be performed due to the cut lead body. No other anomalies were identified on the returned portion of the lead.